Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The iol product history records were reviewed and documentation indicates the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An ophthalmic surgeon reported cells 3+, hypopyon and postoperative inflammation on her right eye (od) after an intraocular lens (iol) implant during a cataract procedure. Treatment with antibiotics and cortisone was prescribed. The patient's vision was reported to be impacted due to the inflammation. The outcome was reported as is recovered. No iol explant was reported to be required. Additional information has been requested but not received to date. This is one of seven reports being filed for the same facility. This report is for the seventh patient.

Manufacturer narrative:
Product evaluation: the customer indicated a viscoelastic which is not qualified for use with the qualified lens/cartridge combinations for the iol used. The product investigation could not identify a root cause for the reported events. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided indicating that the patient received a vitrectomy with antibiotics. The patient was hospitalized for three days.